Event description:
Customer reported a check sum error displayed on the main frame. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram. System operates as intended.